Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and failure of anticoagulation. Approximately eleven years and eight months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated, detached and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years and eight months of post-deployment, computed tomography of abdomen and pelvis with contrast was performed due to abdominal pain and the result showed that there was an embolized fractured metallic inferior vena cava filter tine within a right lower lobe segmental to subsegmental pulmonary artery. Embolized fractured metallic inferior vena cava filter tine was noted within the inferior aspect of the right lobe of the liver, measured 2.9 cm in length. There was a fractured tine fragment seen extravascular within the fat anterior to the inferior vena cava, measuring 16 mm in length. There was a fractured migrated tine seen above the level of the inferior vena cava filter, inferior to the left renal vein within the retroperitoneum, measured approximately 2.5 cm. Infrarenal inferior vena cava filter with tines extended beyond the margin of the inferior vena cava posterior to the aorta, into the anterior margin of the right psoas muscle and into the perivascular retroperitoneal fat. Approximately, eleven years and eight months of post-deployment, computed tomography of abdomen and pelvis with contrast was performed due to abdominal pain and the result showed that there was an embolized fractured metallic inferior vena cava filter tine within a right lower lobe segmental to subsegmental pulmonary artery. Embolized fractured metallic inferior vena cava filter tine was noted within the inferior aspect of the right lobe of the liver, measured 2.9 cm in length. There was a fractured tine fragment seen extravascular within the fat anterior to the inferior vena cava, measuring 16 mm in length. There was a fractured migrated tine seen above the level of the inferior vena cava filter, inferior to the left renal vein within the retroperitoneum, measured approximately 2.5 cm. Infrarenal inferior vena cava filter with tines extended beyond the margin of the inferior vena cava posterior to the aorta, into the anterior margin of the right psoas muscle and into the perivascular retroperitoneal fat. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter limb detachment. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10:(expiry date: 04/2010) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and failure of anticoagulation. Approximately eleven years and eight months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated, detached and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.